Event description:
It was reported that: on two occasions, during a case, the user stated that after the pt was induced and intubated. The pt was placed on mechanical ventilation, and it was noted that the airway pressures were very high, equal than 60 mmhg. The user attempted manual ventilation and noted same occurrence. The pt was switched to an ambu bag.